Manufacturer narrative:
(B)(4). Date sent: 4/5/2023. Batch # unk. Date of event: is 2023, event day and month unknown. Captured as (B)(6) 2023. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no visual non-conformances and without a reload present. In addition, a reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 172c17, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a mid surgical procedure, the device stopped working. An initial staple load was fired with no incident. When the surgical tech attempted to reload the device, it could not be loaded. Another reload was opened and could not be loaded. The stapler would not accept the reloads. Another stapler was opened and the case was completed without incident. There was no patient incident, other than a slight delay.